Event description:
While attempting to cross through a stent already in place in coronary vessel, a 2.5x28 promus stent snagged on proximal portion of the stent which was in place. Upon removal from the body, the stents struts were noted to be raised from the balloon distal portion. The physician advanced and post-dilated the first stent and then was able to place another type of stent in the vessel.